Event description:
Boston scientific received information that during implant procedure, this right ventricular (rv) lead exhibited low pacing lead impedance measurements less than 200 ohms, intermittent sensing and high pacing threshold. Additional information was received indicating that this lead was repositioned four times due to unsatisfactory results. All measurements were through the pacing system analyzer (psa) as this lead was not hooked up to a generator. The rv lead was removed replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, it was noted that the helix is slightly deformed which was likely induced in the field. Laboratory testing was unable to reproduce the reported clinical observations.